Event description:
It was reported that a user encountered difficulty completing a supply change on the ilet bionic pancreas and, while attempting to reach the rewind step, selected ¿fill tubing only¿ instead of ¿change cartridge and tubing,¿ after which an agent provided guidance to return to the correct workflow. Symptoms included no reported clinical effects. Outcomes included successful completion of troubleshooting and user education without alerts or alarms. Investigation included technical support review and user guidance on correct supply change steps. Investigation of this case revealed user interaction error during supply change, with no device malfunction identified and no component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was user error.